Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to plug the wall adapter into a known functioning outlet and wait for at least 30 minutes, after which the pump began charging successfully.